Manufacturer narrative:
Upon receipt, the lead was found dissected some 14.5 cm distal to the is-1 connector pin and 33 cm proximal to the lead tip. A piece between the medial fragment and the proximal fragment was not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. Due to the dissection of the lead the mechanical and electrical inspection was not properly feasible. The analysis of the lead demonstrated a damaged insulation at approx. 34 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables to the ring electrode as well as the vcs and rv shock coil were found damaged in this area. These findings can be considered as the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Subsequent analysis revealed a rubbed through insulation at approx. 25 cm proximal to the lead tip. The coating of the conductor cable to the ring electrode was found damaged in this area. An interaction with a nearby lead should be taken into consideration. Further damages resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise and inappropriate detection. The physician also changed out the ICD to be proactive. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. 07/24/2014 - this device was returned.